Manufacturer narrative:
Customer was contacted to obtain more information on why was the valve explanted and dates when the incident occurred. The device history record was reviewed and no issues were observed. The product was manufactured, inspected and released in compliance with procedures. The sample was inspected and it was observed the tube was punctured. This might have been caused during the priming process if a needle was used instead of a blunt cannula. Our IFU does indicate in the warnings and precautions: "using a needle for priming can puncture the tube resulting in an undesirable leak or inability to prime. Only use a blunt cannula to prime the valve."

Event description:
Per dr. (B)(6) valve was implanted then explanted then he used another valve and all went well.